Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6 the device was not returned for evaluation; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device did not show a rise in pressure instead, the pressure dropped. The event occurred during sedation for a therapeutic procedure. There were no reports of patient harm.